Manufacturer narrative:
H3, h6) software data was received for evaluation and analysis confirmed the reported event. The investigating team reviewed the plans made for the case. All planned trajectories were planned with no observable issues. Since all trajectories were observed to deviate in the same manner, a platform or a patient shift cannot be ruled out. However, since the deviations were relatively consistent, a patient shift was more likely to be the cause of the deviations in this case. It was reported that a bone-mount bridge coupled with a "schanz" pin was mounted on posterior superior iliac spine (psis) right and left, providing effective stabilization. Additionally, it was noted that " it was likely there was a patient shift after registration and before the commencement of instrumentation". The investigative team has thoroughly examined the provided log files and found no software anomalies. Additionally, there was no evidence indicating excessive force applied to the surgical arm. The investigating team has reviewed all the available information and concluded that the root cause of the reported deviations is a patient shift. Codes b01, c19, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section a) a1-5: select patient information cannot be provided due to regional privacy regulations. H1) this type of report is considered both a serious injury and malfunction report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was a registration accuracy issue during scan <(>&<)> plan. There was a lateral shift to the right of all implants (4 screws and 1 cage). It was noted that it was likely there was a patient shift after registration and before the commencement of instrumentation. After identification of the misplaced implants, 3 of the 4 screws were removed and replaced with robotic guidance following acquisition of a new registration. There was no known impact to patient's outcome and surgical delay was reported as more than one hour. Additional information received from a manufacturer representative indicated that the procedure being performed was a l4-l5 mis tlif and the inaccuracy was reported as 3.5 - 10 millimeters (mm). Additional information received from a manufacturer representative indicated that the patient was re-operated on for radicular pain. The surgeon reported they had found some bone graft on the nerve root which was removed. The surgeon has since reported the patient was "good" and they had been discharged from the hospital.